Manufacturer narrative:
During the onsite inspection, the medtronic representative confirmed that the system was making a noise during the spin. The rep found that the issue was being caused by the x-ray charger boards. The boards were replaced. The battery charger 1 was sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. No results on part analysis have been reported.

Event description:
A site representative reported that the imaging system made a high pitched noise during a spin. The spin was completed and the case continued with no delay. It was noted that it did not sound like any physical damage issues in the gantry but that it came from inside the image acquisition system (ias). The site restarted the system before the confirmation spin and didn't notice the noise but it was beeping during the spin and became faint towards the end. No patient impact or delay in surgery was reported. Surgery proceeded as planned.

Manufacturer narrative:
The analysis of the suspect battery charger 1 was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The battery charger 2 for the imaging system was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Per system checkout it was hardware induced.